Manufacturer narrative:
The system was used for treatment. A review of kit lot c748 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, noise, occlusion system alarm, leak centrifuge alarm, and centrifuge bowl leak/break. No trends were detected. No corrective and preventive actions have been initiated for these complaint categories. Feedback from service order, srv-002325, is still pending. A supplemental report will be filed when this feedback is available. This assessment is based on information available at the time of investigation. No product was returned for investigation; therefore it could not be determined if the product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken through the therakos CAPA /continuous improvement process. (B)(4). Not returned.

Event description:
Customer was in the 6th cycle of an xts procedure when she heard a grinding sound coming from the centrifuge bowl. The customer then paused the procedure and called the hotline. While on the phone with clinical services specialist, the customer proceeded and a system occlusion alarm occurred. No kinks or clots were observed in the kit. Shortly after the system occlusion alarm occurred, a blood leak alarm occurred. Customer reported a small amount of blood visible in the centrifuge chamber and 3-4 ml of blood was visualized in the bowl overflow bag. The treatment was aborted. Patient was stable and the hct after treatment was higher than the previous hct, so the physicians were not concerned. The patient was sent home for the day without a successful treatment. The customer elected not to return the kit for investigation. The customer called back later the same day and requested service due to residual blood. Css dispatched service order #2325.

Manufacturer narrative:
Feedback from service order, (B)(4): service was performed and the service engineer took apart the centrifuge and cleaned past blood leak. Checkout procedure was performed with satisfactory results. No further action was necessary. (B)(4).